Event description:
The patient was diagnosed with a cerebellar infarction. The rn went to suction the patient. As the nurse was suctioning the patient, the catheter separated from the system while it was in the endotracheal tube. The rn was able to retrieve the catheter without incident.